Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was not detected on bus. The customer reported that they had to access the medications from another location that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie bus module, and drawer controller board was defective, and cables required seating. A field service engineer observed half height cubie drawer was failed, and missing on med application configuration. Fse then replaced hh cubie bus module, drawer controller boards, reseated row board cables connection and reseated all cubie trays and pockets. Fse tested and was able to recover all pockets and drawer. Preventative maintenance service was completed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer reported that they had to access the medications from another location that caused a delay in patient care. There were no adverse events or injuries reported based on this event.